Event description:
It was reported that during an embolization treatment procedure, the coil was stuck in the catheter while partially deployed. The target lesion was located in the spleen. A 4fr c2 catheter was positioned and continuous flush was established. The 10mm x 40cm interlock-35 coil was advanced. The physician noted he had to change position of the coil a couple of times. During one attempt to retract the coil, it would not move and then it unraveled. He proceeded to withdraw the catheter with the coil partially deployed from the distal end. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that during an embolization treatment procedure, the coil was stuck in the catheter while partially deployed. The target lesion was located in the spleen. A 4fr c2 catheter was positioned and continuous flush was established. The 10mm x 40cm interlock-35 coil was advanced. The physician noted he had to change position of the coil a couple of times. During one attempt to retract the coil, it would not move and then it unraveled. He proceeded to withdraw the catheter with the coil partially deployed from the distal end. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the coil was used with an incompatible catheter. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the coil and delivery wire were received. The delivery wire was kinked distally and in the middle. The coil was extremely stretched and the interlocking arm was not present. There was a trace of blood on the fiber bundles. Microscopic inspection revealed the zap tip shape and surface were smooth and weld marks were present on the coil indicating the interlocking arm was previously attached. No damage was noted with the interlocking arm of the delivery wire. The number of proximal fiber bundles recorded was below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the coil was used with an incompatible catheter. (B)(4).